Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray generator was repaired. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently displayed a "kv on in error" error message. The system required a reboot to regain functionality. This error message will cause the system to shut down. There is no report of patient injury associated with this event.